Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 25 and 36 hours on the hip/buttocks. Hyperglycemia treated with a new pod.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The exposed portion of the soft cannula was found to be kinked and flattened. As no leak was found during the leak test it was concluded that the damage did not contribute towards the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.